Manufacturer narrative:
The complaint sample was not returned for evaluation and its lot number was not provided. While some details in the social media post suggest that this could have been a more serious event, the description did not identify any lens or lens care products being used at the time of the event. Several attempts to gather more information from the author of the social media post have been unsuccessful. At this time, the manufacturer is neither able to confirm the accuracy of the report nor the circumstances surrounding the presumed event. Consequently, based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported via one of the manufacturer¿s social media sites: ¿I¿m nearly blind. Not sure if this is the reason I¿d neovascularization.¿ additional information has been requested but has not been received.